Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user did not read the instructions carefully leading to the mismanagement of water filter replacement by the user. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "chapter 7 routine maintenance. 7.2 replacing the water filter (maj-824). Replace the water filter at least once a month to prevent contamination of the rinse water. Note. Using at least a prefilter (0.45 micron or less) can extend the life of the water filter. If the prefilter is properly installed, the water filter and the prefilter should be replaced at least once every 6 months.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, it was noted, the water filter was not replaced for a long period of time (about a year). There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the complaint on the reprocessor used with the water filter (model: oer-pro, serial number: (B)(4).